Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one episode of oversensed noise on the rate/sense channel, resulting in an inappropriate shock being delivered to the patient. Upon review of the rhythm strip, the patient was found to be in atrial fibrillation. The noise on the rate/sense channel caused pacing inhibition. During the inhibited pacing, the patient went into a ventricular tachycardia rhythm and was appropriately shocked. Lead measurements were stable and within normal range. A guidant technical services consultant discussed performing maneuvers to recreate the noise. If the noise could be recreated, the sensitivity could be programmed to least to resolve the oversensing issue.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one episode of oversensed noise on the rate/sense channel, resulting in an inappropriate shock being delivered to the patient. Upon review of the rhythm strip, the patient was found to be in atrial fibrillation. The noise on the rate/sense channel caused pacing inhibition. During the inhibited pacing, the patient went into a ventricular tachycardia rhythm and was appropriately shocked. Lead measurements were stable and within normal range. A guidant technical services consultant discussed performing maneuvers to recreate the noise. If the noise could be recreated, the sensitivity could be programmed to least to resolve the oversensing issue.

Manufacturer narrative:
The device was explanted nearly five years later due to normal battery depletion and was replaced with another boston scientific crt-d. There were no new allegations against the device. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.